Manufacturer narrative:
Exhalation flow sensor.

Event description:
While performing service to the ventilator, the manufacturer's service technician reported a diagnostic code in log history indicating a vent inop occurrence due to a flow sensor failure. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no reported patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician was unable to duplicate the vent inop occurrence. The service technician reported the exhalation flow sensor was out of tolerance during testing. The service technician replaced the exhalation flow sensor to address the finding. Extended self testing and applicable final testing was completed and tests passed per operating specifications.